Manufacturer narrative:
Sc-2316-70e(sn: (B)(4)). Device evaluation indicated that the complaint has been confirmed. Visual inspection revealed that the top three electrodes are separated from the distal end. Cables are exposed at the separated section of the lead. Electrodes 1-3 and the proximal end of the lead were not returned. It appears that tensile force was applied on the top three electrodes resulting in fractured cable welds and its separation from the distal end.

Event description:
A report was received that during a lead pull procedure, the patients cervical lead broke off in the body. X-ray result confirmed that there were two contacts in subcutaneous tissue. The physician believed that the contacts will eventually push out on their own.

Event description:
A report was received that during a lead pull procedure, the patients cervical lead broke off in the body. X-ray result confirmed that there were two contacts in subcutaneous tissue. The physician believed that the contacts will eventually push out on their own.